Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 25mg/dl, 103mg/dl, 241mg/dl, 219mg/dl. Tests were done within <10 minutes with a difference of 71%. Customer was using expired strips and didn't have any cont sol. Customer was also cleaning meter with one old cleaning cloths. Ccr had pt perform a check strip test and the meter checked out ok. Patient did not experience any adverse events. No further information has been reported.